Event description:
The customer reported that there is a lag time in between red alarm on the system. Patient involvement is unknown. There was no report of patient or user harm.

Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.

Manufacturer narrative:
Good faith effort (gfe) attempts were made to obtain additional details about the event, the outcome of any device evaluations, and potential causes of the alleged alarm failure. There was no gfe response. The case 0121988550 noted that it was investigated by the field service engineer(fse). The issue was confirmed on the operation of the in-room device communicating with the pic ix. He device was said to be functioning as expected currently. The clinical audit trail had showed the red alarm sounded and it acknowledged in the room. The fse explained that if the alarm is silenced inside the room, the alarm will not be any longer at the overview. No further action is required at this time. If additional information is received the complaint file will be reopened.